Manufacturer narrative:
The device reference in this report was not returned to olympus for eval. A review of the instrument history indicated that the device has not yet been returned to olympus for service ever since the user facility purchased the device on (B)(6) 2010.

Event description:
Olympus was informed during a reprocessing in-service that the user facility was not reprocessing the auxiliary water channel in accordance with the directions for use. An olympus endoscopy support specialist has provided in-service training to the facility staff and reviewed the appropriate reprocessing of the device. No pt infection or cross-contamination was reported.